Manufacturer narrative:
This lv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that, during the positioning of this left ventricular (lv) lead at implant, a spontaneous ventricular fibrillation (vf) episode developed. As the device had not been connected yet, an external shock was delivered successfully. There were no additional adverse patient effects reported.